Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned deployed and noted to be deformed and broken/fractured. The sdw and introducer sheath were not returned. Functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. During analysis, the stent was returned deployed and noted to be deformed and broken/fractured, the sdw and introducer sheath were not returned for analysis. It is probable that when resistance was felt while attempting to transfer the stent in the microcatheter, manipulation of the device would have caused the damage noted to the device during analysis. An assignable cause of procedural factors will be assigned to the as reported 'stent difficult/unable to advance or pullback through catheter' as well as the as analyzed 'stent deformed', 'stent broken/fractured during use' and 'stent deployed prematurely during use' as these issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent was broken/ fractured and prematurely deployed during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.